Event description:
The physician reported that the patient could feel the electrical signal delivered by the pacemaker. It was also reported the ventricular lead impedance measured < 300 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.